Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
The customer provided the culture test results performed at the third-party labs. Sampling date: (B)(6) 2024, sampling from: rinse water for air/water channel, biopsy channel, suction channel cfu: 100cfu. Bacterial identification: pseudomonas aeruginosa, klebsiella oxytoca. Sampling date: (B)(6) 2024. Sampling from: rinse water for air/water channel, biopsy channel, suction channel cfu: 10-100cfu. Bacterial identification: pseudomonas aeruginosa. Sampling date: (B)(6) 2024. Sampling from: rinse water for air/water channel, biopsy channel, suction channel. Cfu: 20cfu. Bacterial identification: pseudomonas spp.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: b5, h3, h6. The subject device was returned for device investigation, and no reportable malfunction findings were identified. The issue was not confirmed, as the scope was not microbiologically tested by olympus. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no report on the subject device being used in the procedure after the suggested event was reviewed. Based on the results of the investigation, a definitive root cause cannot be determined. The legal manufacturer reviewed the customer's cleaning, disinfection, and sterilization (cds) processes, where we reviewed the reprocessing steps provided by the user and confirmed the following deviation from the IFU: not brushing the biopsy channel port at manual cleaning. Olympus will continue to monitor complaints about this device.